Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert (lia), the impedance on the rv pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity alert warning occurred for increased sic count and 2 or more high rate-non-sustained episodes less than 220 ms on 2016-03-04. Rv pace lead impedance was 1159 ohms on (B)(6) 2016. Sensing integrity counts went up to 1053 (within 8 days) along with ventricular tachycardia (vt)- non-sustained and high rate- non-sustained episodes and evidence of oversensing.

Event description:
It was reported that there was oversensing noted on the right ventricular (rv) lead channel while the patient was being evaluated. There were high short interval counts (sic) as well as noise that appeared on stored episodes. It was noted that the rv lead pace/sense impedance had been stable with two recent blips above the normal range. A possible ring fracture was suspected. Reprogramming was performed to reduce the oversensing and the intermittent capture. The lead remains in use with a revision scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead alert triggered for out of range impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was high and undefined svc (superior vena cava) impedances on the right ventricular (rv) lead. The svc coil lead impedance alert was turned off. Th rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stretching. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach due to abrasion while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular (rv) lead had rising pacing threshold which was monitored until the rv lead failed and was replaced.